Event description:
It was reported that bd posiflush sp plunger separated from stopper. The following information was provided by the initial reporter, translated from french to english: during use by a nurse, on two occasions, the plunger disengaged or was one step away from disengaging completely from the rubber part (sealing). The nurse was able to stop the treatment without any consequences for the patient. The syringe was used on a PICC line, with a little pressure applied during handling (pulsed rinsing).

Manufacturer narrative:
E.1. Address character limit is exceeded: (B)(6). H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 306575 and lot number 4031089. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither picture samples showing the reported defect nor physical samples were available for return, a thorough sample analysis could not be performed. Vision detection systems are in place to detect any issues with the assembly of plunger and stopper during the production process. If the system detects plunger rod separation, the syringe is rejected. This defect could also happen if the plunger rod was damaged so it cannot be assembled properly. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.